Manufacturer narrative:
H.6. Investigation summary: the customer issued a complaint for pre-activated device detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. During the years of investigation of complaints about pre-activated devices several root causes were discovered which were within the customer¿s sphere of influence. Best practices and guidelines were collected and summarized in stan-010. H3 other text : see h.10.

Event description:
It was reported that ultrasafe x100l png raspberry nvs stein syringe plunger popped out. This was discovered during use. The following information was provided by the initial reporter: cma reports once the cap of the needle was pulled off a xolair 150mg pfs the needle guard popped off activating the spring as if the medication had been given with such force that the plunger popped out. The medication spilled out landing under the counter. Another syringe was obtained to give the patient their dosage. Product disposed in sharps bin.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8246646. Medical device expiration date: 2023-08-31. Device manufacture date: 2018-09-03. Medical device lot #: 8304838. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-10-31. PMA/510(k)#: k011369, k122558. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that ultrasafe x100l png raspberry nvs stein syringe plunger popped out. This was discovered during use. The following information was provided by the initial reporter: cma reports once the cap of the needle was pulled off a xolair 150mg pfs the needle guard popped off activating the spring as if the medication had been given with such force that the plunger popped out. The medication spilled out landing under the counter. Another syringe was obtained to give the patient their dosage. Product disposed in sharps bin.